Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the set screw in the right ventricular port of the pacemaker (pm) header was loose and could not be tightened. It was suspected that the set screw was stripped. The pm was not installed and a replacement near at hand was installed instead on (B)(6) 2022. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of stripped setscrew was confirmed. The device in normal range of operation was returned for analysis. Mechanical and visual analysis revealed the ventricular setscrew was stripped, and prevented full insertion of the torque driver. The setscrew anomaly was consistent with having occurred during the procedure. No other anomalies were found.